Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The patient presented on (B)(6) 2018 for explant procedure and the system was explanted successfully. The patient was stable during and after the procedure.